Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the proximal neck diameter was noted as 26mm. During follow up, a CT identified a type iii separation endoleak. The patient received additional treatment where an endurant stent graft (16x13x93) was added in order to reline the limb separation, resolving the endoleak. The physician stated the event was related to the device. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).